Event description:
The patient was returned to the ICU post operatively. Later, an infusion of 40 meg. Potassium chloride in 40 ml. D5w was started at a rate of 5 ml. Per hour using an ivac infusion pump and a standard ivac IV administration set with "click lock" needle. The patient arrested approximately on hour and 20 minutes after infusion was begun. The ivpb containing potassium was noted to be empty before it was supposed to empty when examined by a m.d. During the course of the CPR effort. A blood level of 14.2 meg./l of potassium was noted immediately following the event. The patient was successfully resusitated but continued to exhibit cardiac arrythmias. A history of arrythmia was documented prior to surgery.initially, since the device tested properly, it was thought that reporting was not within the guidelines. However, upon further reflection and advice it was decided it would be appropriate to report the incident in the event that there was a latent defect that we were unable to observe during performance testingdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.